Event description:
It was reported the device has a cracked screen. The device is being returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display lens was broken. It was also noted that the upper and lower cases were broken and dented, the side bail covers were broken, the ring cover was contaminated, and the keyboard was scratched.

Event description:
It was further reported the front cover of the device is cracked.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device has a cracked screen. The device is being returned for repair. No patient complications were reported as a result of this event. It was further reported the front cover of the device is cracked.